Manufacturer narrative:
(B)(4). The events of edema, erythema, induration, itching, inflammatory response, and hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected with 1 vial of juvéderm volbella® xc to the tear troughs and 3 vials of juvéderm volbella® xc to the lips and perioral lip lines, as well as 1 vial of juvéderm voluma® xc to the upper cheeks and under eyes, and 1 vial of unspecified juvéderm® ultra to the lower face. A month later patient was injected with 2 vials of juvéderm vollure¿ xc to the marionette lines, lower face and lower lip margin. Two months later patient developed mild edema, erythema, and induration of the left marionette line area and at the vermillion border of the upper lips. Patient also developed itching to the lower face and around lips. Seven days later patient developed erythema and mild edema in the tear trough area. Patient was seen by the doctor who prescribed doxycycline, oral benadryl, and injected about 300 units of hyaluronidase over a two day period, followed by massage. The doctor does not suspect infection, but rather a possible inflammatory response or hypersensitivity. The doctor plans to use significantly more hyaluronidase and to add a medrol dose pack. Symptoms are ongoing. This is the same event and same patient reported under MDR ID #3005113652-2017-01247 ((B)(4)), MDR ID #3005113652-2017-01248 ((B)(4)), and MDR ID #3005113652-2017-01287 ((B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.